Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left anterior descending artery. During the use of the copilot bleedback control valve (bbcv ), contrast was noted to be leaking from the cap of the bbc as well as pressure was noted to be lost. Therefore, the cap was tightened and the leak was noted to subside, and the same bbcv was used to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak / splash was unable to be tested. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint history of the reported lot revealed no similar complaints from this lot. However, further investigation was initiated to investigate an increase in the copilot complaint rate for reported leak / splash issues. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.